Event description:
A customer reported a malfunction on a pump, described by a malfunction code "malf 0" with a specific fault ID. Despite the issue, there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.